Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the left bottom corner. Flange sensor error found in pump event history log. Flow and occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced ear clip and optocoupler as a preventative measure.

Event description:
It was reported that the device was presenting with syringe flange not in place. No patient injury was reported.